Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while her son was wearing a pod for a couple of seconds the cannula did not deploy but later on when the pod was placed on a table the cannula had then deployed late.